Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during an unspecified stenting procedure, the herculink plus stent was correctly placed at the target lesion. The balloon ruptured. There was no reported adverse pt effect. Through requested, no additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. A root cause for the reported balloon rupture could not be determined base on the described event; however, factors that can contribute to a balloon rupture are, but not limited to, pt anatomy, lesion calcification, lesion tortuosity, interactions with other devices or insufficient preparation prior to use. A review of the finished device lot history record did not reveal any non-conformity which could have contributed to this complaint.